Event description:
On 07/25/2025, a caregiver reported receiving an occlusion alert. The caregiver had previously contacted support for the same alert, for which a complaint had already been created. During the follow-up call, the caregiver stated that after inspecting the tubing, an air bubble was found in the connector. After refilling the tubing, insulin delivery resumed. The caregiver had no further questions at the time. The user¿s blood glucose levels were not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.